Event description:
Per the clinic, the patient experienced multiple head injury, exposing the implant and resulting in an infection at the implant site. The patient was then treated with oral antibiotics and hospitalised for intravenous antibiotics treatment (duration not reported). However, the issue could not be resolved. The device was then explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on july 06, 2023.